Event description:
Reporter alleged blood glucose result of 200 mg/dl on the advantage system and 40 mg/dl from a laboratory test when testing was performed back-to-back. Reporter stated customer had no symptoms and no treatment/action was reported. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.